Event description:
According to the reporter, during a transforaminal posterior lumbar interbody fusion, the medial lateral retractor frame (B)(4) and the cranial retractor frame (B)(4) would not lock in the 'up' position. The surgeon had to hold the blade in place to complete the procedure. There was no impact to the pt, and the procedure was extended by 20 mins. This complaint is on the medical lateral retractor frame and this is 2 of 3 reports for the same event.

Manufacturer narrative:
Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.